Manufacturer narrative:
Follow-up #1; date of submission: 01/26/2017.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2: date of submission 02/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. The complaint was duplicated. Unrelated to the complaint, evidence of moisture ingress was found in the battery compartment. A leak test was performed and failed due to the cracked battery compartment. The pump case was removed, and no additional evidence of moisture ingress was found. Additionally, during testing, the down arrow keypad button was under responsive to user presses. No damage to the keypad was observed. The keypad cover was removed, and the down arrow button contact was found to be cracked. (B)(4).